Event description:
Lead explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 7.5 cm distal to the is-1 connector pin into two segments. All fragments were received for analysis. The analysis revealed further cuts into the insulation pin and a deformed outer conductor 32 cm distal to the is-1 connector, which most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.